Event description:
Related manufacturer report: 2017865-2017-36721. During a follow-up, noise and low pacing impedance were noted on the right atrial (ra) and right ventricular (rv) leads. There was also insulation damage confirmed on both leads. The ra and rv leads were explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of low lead impedance, noise and insulation abrasion were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found a full breach insulation degradation adjacent to the connector boot and an external insulation abrasion, due to friction to another device or feature of the heart, breaching the outer insulation exposing the outer coil at the middle region of the lead which is consistent with the reported events. Abbott is continuing to monitor this issue.